Event description:
A healthcare provider reported that, they ¿had another lady that is¿it¿s¿hers was flipped¿. It was further stated that ¿they had never had one flip completely over¿. The healthcare provider indicated they were able to access the pump with the help of a second nurse. The medication used within the system was fentanyl. No symptoms were reported.

Manufacturer narrative:
Product ID 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4).